Event description:
As reported: "spikes on screwdriver broken off at front, thread loose on wire." There was a 60 minute surgical delay. All debris was removed from the patient.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The device inspection revealed the following: the received lag screwdriver was visually inspected in which out of the four pegs, one peg was completely broken, and the broken end was not returned, the second peg was deformed in a manner that it is bent 90 degrees. The visual scratches over the surface indicate usage over time and the threads are completely flattened. The deformation and breakage of the peg is brittle in nature confirmed by the shiny surface of the broken region which is resultant of the application of a high torsional load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Due to the fact that this device was manufactured in 2007, and has more than 10 years of compliant performance, a material analysis was not deemed necessary, since if there were any material related issues, it would have been evident in the beginning of life of the device. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user related issue as plate as there were signs of application of high torsional load. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "spikes on screwdriver broken off at front, thread loose on wire." There was a 60 minute surgical delay. All debris was removed from the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "spikes on screwdriver broken off at front, thread loose on wire." There was a 60 minute surgical delay. All debris was removed from the patient.